Event description:
Device alarms are the same for noise, sinus tachycardia and ventricular tachycardia. The yellow alarm and red alarms are the same except the red alarm is a little longer. Rptr believes this is a dangerous design flaw. They have experienced several "near misses" because the more serious alarms were not needed to immediately. Rptr believes that users, in this case emergency room nurses, become so overwhelmed by the many alarms heard that unless the alarm is significantly different a life threatening situation can be missed. Rptr suggests a loud, distinctive alarm for ventricular tachycardia, asystole, ventricular fibrillation and high heart rate limit. Rptr has notified MFR that didn't seem concerned. Rptr is concerned because they had pts who could have died because of this problem.